Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was corrupted. A technical support specialist dialed into the device and confirmed that the med application failed to launch. The tss logged in as the carefusion administrator, launched ssms, and identified the database in a "suspect" state. Following the knowledge article proper datasync procedure & how to place new db in es station, the required data synchronization steps were completed and the device was restarted. The tss verified that the med application was operational, and the user successfully logged in and dispensed medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the database could not be opened. An error message appeared on the screen stating that an unexpected error had occurred and that the database could not be opened. As a result, the machine could not be used at all. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.